Event description:
The user reported that during a shoulder arthroscopy, the diaphragm came loose and fell into the shoulder cavity. The surgeon retrieved the device without injury or surgical delay.

Manufacturer narrative:
Investigation findings: an eval confirmed that the upper seal detached from the cannula. A visual examination found a small cut/tear on one side of the upper seal and the lower seal with a cut/tear on each side of the slit. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.